Event description:
It was reported that the patient is not being able to use his inflatable penile prosthesis (ipp), the device was placed in (B)(6) 2019 and he has never been able to use it because the bulb is hard "like a rock" and once it releases and the fluid transfers into the cylinders, the implant does not state racked and is very soft. The physician doesn't feel that there is a fluid leak. Patient liaison discussed troubleshooting techniques with patient to include burping the device and anti-stiction. The patient will contact patient liaison if he has further questions. Additional information will be provided if it becomes available.